Event description:
It was reported that upon device interrogation the device had reached elective replacement indicator (eri), however a subsequent device interrogation was done at the device changeout procedure which showed the battery had two years remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted unable to determine elective replacement indicator (eri) date due to power on reset (por).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.